Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. During kpc the drill produced a squealing sound, the bur did not spin correctly, and all criteria failed. The cable passed testing. The exposure motor passed testing. Disassembly revealed a broken bearing within the carriage and a slightly melted spline shaft. The drill then passed kpc and a case with a replacement carriage and drill motor. The most likely cause of this event is wear and tear of carriage bearings. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d9.

Event description:
It was reported that, during a cori assisted tka procedure, when burring, the burr started making a very high pitch sound and the real intelligence robotic drill began heating up more than normal. Upon the real intelligence robotic drill getting very hot, the burr quit spinning completely and did not work again. The case was finished with the plane checker to navigate the tibial cut. The procedure was resumed, after a non-significant delay, by changing to manual procedure. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.